Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to contact technical support again if any malfunction codes recur.